Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer's aide (B)(6) complains of "hi" results. Customer's states that patient feels physically fine, denies the need for medical attention. The customer's expected blood results are 200-250mg/dl fasting. Verified test strips expire 11/20/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. Reviewed meter memory: (B)(6). Memory concerns:with the result of hi on (B)(6) 2016 @ 8:41 pm. Reference to ran: (B)(4). The customer has problems with getting his blood sugar under control. I assist the nurse with performing a control test with lot 5ac1b87, expiration date: 9/30/2017, result: lo, testing outside of the range 33-63 mg/dl.